Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 19 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated they were playing multiple games of softball and the insulin kicked in all at once. Troubleshooting was not completed as the customer declined. The customer reported sensor glucose versus blood glucose differences. The customer reported a high on the day of the incident. The insulin pump will not be returned for analysis.